Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following a tracheostomy (trach) change out with a smiths medical portex® blue line ultra® cuffed tracheostomy tube a voice leak and the low pressure alarm sounded on the ventilator. It was also noted that the tube may have been too hard. There were no reported adverse effects.